Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that there were shorts and opens. The caller reported an ins replacement on friday and noted a short circuit with contacts c10 and c11 of 314 ohms (both). Therapy impedances of 61 ohms. Hcp instructed the rep to program monopolar and currently had a therapy impedance of 320 ohms. The caller wanted to run longevity estimate. Programming to monopolar the patient symptoms appear to be getting better than before suggesting the short had been programmed or occurred before the ins replacement. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the device was discarded after replacement. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the ins was replaced due to eri and not the short circuits. The cause of the shorts was unknown. There was no action taken to resolve the impedances beyond generator replacement. The issues were not resolved. There were no further complications reported.